Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for an embolization procedure using a velocity delivery microcatheter (velocity), the velocity was flushed while in the packaging hoop. Afterwards, the scrub technician advanced a guide wire through the velocity on the back table and the velocity broke into two pieces. Therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.